Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia after an insulin pause for a medical procedure, followed by meal announcement and physical activity while remaining connected; automated correction dosing then reduced glucose, after which the user received an urgent low alert and ingested 16 grams of carbohydrate, and later disclosed eating a cookie during the hyperglycemic period. Symptoms included high blood glucose for several hours followed by a low glucose event. Outcomes included self-management with carbohydrate intake and return to stable glucose, without emergency treatment or hospitalization. Investigation included complaint handling with troubleshooting and user education regarding insulin on board, exercise guidance, and correction dosing behavior. Investigation of this case revealed no device malfunction reported and contributing factors likely included insulin suspension, postprandial intake, exercise while connected against provider guidance, and additional carbohydrate consumption that influenced correction dosing. It was concluded that the event involved hyperglycemia with subsequent hypoglycemia of unclear cause, with device performance consistent with algorithmic corrections based on inputs. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.